Event description:
Boston scientific received information that this implantable lead displayed sustained noise on the rv rate/sense channel causing the patient to received three shocks. The shock channel was clean. The noise was not able to be reproduced. Lead measurements were abnormal, with pacing thresholds high or not capturing. A chest x-ray confirmed possible rv and ra lead dislodgement. The leads were successfully repositioned. Subsequently the right ventricular lead was explanted returned for analysis 8 years later. No adverse patient effects were reported. This report was not submitted in 2004, as this product was not us market released, and thus is being submitted based on the most current analysis of the product issue.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed and setscrew marks were noted on all terminals. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.